Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check of the implantable cardioverter defibrillator. Upon examination, the device was found with stored episodes of non-sustained ventricular oversensing. It was determined that the episodes were caused by post paced t wave oversensing. The device was then reprogrammed to avoid oversensing. The patient did well during throughout the event.